Event description:
Device malfunction: suture mislocation. Time of malfunction: after vessel closure. Symptoms/ae: cold limb, vessel occlusion. It was reported that a physician trained in the use of the perclose proglide device achieved arteriotomy closure of a heavily calcified 4mm common femoral artery after an interventional procedure. Reportedly, post-procedure, symptoms of a cold limb developed. A doppler ultrasound of the artery revealed that the suture was deployed in the posterior wall of the vessel causing an occlusion that restricted blood flow. Complete blood flow was restored surgically. During revascularization, the artery was measured to be 4mm. The pt was reported to be discharged the next day as planned. There were no reported adverse pt sequelae. No additional info was provided.

Manufacturer narrative:
(Cold limb), the customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The instructions for use (IFU) for the proglide device states, "special pt populations, the safety and effectiveness of the starclose vascular closure system have not been established in the following pt populations: pts with femoral artery calcium, which is fluoroscopically visible at access site. Pts with small femoral arteries (< 5mm in diameter)."